Event description:
Per the info provided to co by the physician's office, the device was removed due to an "infection". As reported to co the pt was initially implanted approx 4 weeks prior to removal, however no specific date was provided. The entire device was removed and not replaced.